Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03567 and 3005099803-2011-03568 address these devices. It was reported to boston scientific corporation that two radial jaw 3 single-use biopsy forceps were used during a colonoscopy procedure. According to the complainant, while preparing for the case, the forceps device was found to be missing a jaw when the package was opened. No damage was noted to the packaging. A second radial jaw 3 single-use biopsy forceps device (mr # 3005099803-2011-03568) was then opened and introduced into the patient. However, when the forceps was opened, one of the jaws detached. Reportedly, the device was not tested prior to use. The physician left the jaw to pass naturally and completed the procedure with a third radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).